Event description:
Pt receiving epinephrine (epi) for blood pressure (bp) control via syringe pump and at least four other medications via syringe pumps. When epi was discontinued, the nurse turned off the syringe pump and left the stopcock open. The relieving nurse later closed the stopcock when giving bolus. The pt's bp dropped. The primary nurse with orders to restart epi, did but was unaware the stopcock was closed. The rate of infusion was 0.1 cc/hr with a 20ml bd sryinge and microbore tubing. The psi was set at the "normal" range. The pt's bp did not change in response to starting or subsequently increasing rate two times. The pump did not alert. Occlusion was discovered when the nurse traced the line.